Event description:
It was reported, the end of the inline suction tubing snapped off when moving the suction line, with little to no force, which allowed air to escape the circuit. The tube was reported to, "...still [be] in the patient and could not collect tube due [to] the tube still functioning as an endotracheal tube." It was additionally reported, "...it is unknown if the line was bitten or if it became detached...". The faulty line was disconnected from the patient and a new one obtained; there was no reported injury to the patient. Additional information received 11apr2024 reported, the patient¿s current status as: extubated and discharged from critical care.

Manufacturer narrative:
H6: 4650- (appropriate health impact term/code not available): the patient was extubated. The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 29 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-24-00302. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
The product involved in the report has been returned; the investigation remains in progress. All information reasonably known as of 16 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30234687 was reviewed and the product was produced according to product specifications. The actual sample, from the reported event was returned and evaluated. When viewed under (20x) magnification a jagged break at the secretion view port was observed and some pieces of the secretion view port were noted to still be bonded onto the control body component. However, when the catheter tubing was examined, it appeared intact and attached to the sleeve collar. The investigator was unable to replicate the reported failure mode, inline suction tubing snapped off, as the assembly/bonding operation and the handling of the product was fully manual. Since the reported failure was not reproduced in the lab during sample evaluation, the root cause could not be determined. All information reasonably known as of 25 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.